Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that nearly one month after the dental implant was placed, in ada site #19 of the patient¿s mouth, non-osseointegration was observed. Patient presented with type ii bone and poor bone quality/quantity was reported. The device will be forwarded to the manufacturer for investigation. Patient reported pain and bleeding at time of event, no further complications were observed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that nearly one month after the dental implant was placed, in ada site #19 of the patient¿s mouth, non-osseointegration was observed. Patient presented with type ii bone and poor bone quality/quantity was reported. Patient reported pain and bleeding at time of event, no further complications were observed.